Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels as well as low blood glucose level. Customer¿s current blood glucose was 469 mg/dl. Customer was treated with insulin pump for high blood glucose. Customer was treated with glucose carb for low blood glucose. The customer was assisted with troubleshooting. Customer state that there was no leak and air bubble. Customer state that the cannula was not bent. Customer state that reservoir leak from the bottom of the reservoir past o-ring. Customer experienced multiple blood glucose level such as 219,67.83,473 and 150 mg/dl. The insulin pump will not be returned for analysis.